Event description:
It was reported that the patient didn't have benefit anymore from the device due to progressive hearing loss. The implant worked properly, but didn't give enough amplification to satisfactory speech discrimination. Even a custom made high power audioprocessor couldn't solve that problem. The patient was explanted in 2009 and reimplanted with a cochlea implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.